Event description:
Surgeon was using the fifteen degree full radius shaver. When it was returned to the scrub tech, she inspected the blade tips and noticed one blade had become disconnected with the inner sheath. All pieces were accounted for and intact.